Manufacturer narrative:
The reported event was unconfirmed as the product meets specifications. The photo sample was returned and could not be evaluated for the reported failure. Photo show asymmetrical, but during sample evaluation, the balloon inflated normal. 3 way temp sensing catheter with cut portion of inlet tubing and 2 straight tipped syringes 119314 and lot number ngjy4784. Visual inspection noted that the balloons of both catheters were partially inflated prior to the start of the evaluation. This sample will be tested for "difficult to deflate". 1st catheter: deflated balloon passively using the returned syringe with no cuffing noted. Inflated balloon with 10 ml of solution and the catheter rested with no leaks noted. Deflated balloon passively and successfully in 1 minute and 16 seconds with no cuffing noted. 2nd catheter: deflated balloon passively using the returned syringe with no cuffing noted. Inflated balloon with 10 ml of solution and the catheter rested with no leaks noted. Deflated balloon passively and successfully in 56 seconds with no cuffing noted. The reported failure could not be replicated. The reported event is unconfirmed, a labeling review is not required. DHR is not required since the reported failure was unconfirmed. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to drain water from the foley catheter during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to drain water from the foley catheter during pre-test.